Event description:
Rayner intraocular lenses limited was advised by (B)(6) hospital that following normal pressure injection the tip of the r-inj-04 injector separated from the injector body.

Manufacturer narrative:
This event has been allocated the reference number (B)(4). The physician has provided the following info on the reported event "iol and injector removed from eye and second iol injected normally." The r-inj-04 injector associated with this report was supplied in a system pack with a rayner superflex aspheric 920h intraocular lens. The r-inj-04 injector is available in the united states of america; however, it is supplied as a stand-alone product. A review of production records for this batch confirms that all mfg and quality checks were satisfactory and that the lenses released from this batch were all within spec. Complaints since (B)(6) 2011, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been received against the r-inj-04 injector batch b100.